Manufacturer narrative:
Patient reported that he could void voluntarily but that his incontinence had recurred. Dr. (B)(6) intends to add 0.25 cc in each balloon.

Event description:
Total retention after last adjustment. Catheter placed in the emergency department and was left with a catheter until dr. (B)(6) could remove fluid 4 days later. 0.5cc were removed from each balloon.

Event description:
Total retention after last adjustment. Catheter placed in the emergency department and was left with a catheter until dr. Brush could remove fluid 4 days later. 0.5cc were removed from each balloon.

Manufacturer narrative:
Patient reported that he could void voluntarily but that his incontinence had recurred. Dr. Brush intends to add 0.25 cc in each balloon.